Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient had an implant placed at tooth site #28 in a sterile environment and use of all zimmer material. The implant became mobile first by completely falling out and the area was pusy and inflamed but the patient had no pain. The entire implant was mobile and after 3d xray was taken, it showed bone loss and the implant needed removal. The implant was removed due to peri-implantitis. Symptoms as a result of the event: pus and inflammation.